Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with an octaray mapping catheter and the patient experienced cardiac tamponade that required pericardiocentesis. After performing mapping with the octaray¿ catheter and brand new soundstar® catheter, they exchanged for a thermocool smarttouch® sf catheter and after getting the catheter retrograde in the left ventricle (lv), they noticed an effusion. They noted the effusion while monitoring intracardiac echocardiography (ice) and confirmed the effusion on ice and shot contrast and brought in transesophageal echocardiogram (tee). They continued to monitor it and the effusion worsened. They eventually saw the right atrium (ra) collapse and performed a pericardiocentesis. They heard that between 5-10cc's of blood was drained during the pericardiocentesis. The patient was stable. No ablation was performed, they did not use radio frequency (rf) at all, and the procedure was aborted. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.